Event description:
During a rotator cuff and sad and twinfix ab anchor melted. Anchor was inserted into the bone arthroscopically. Surgeon left the driver attached to the anchor as he performed a subacromial decompression using a burr and an arthrocare wand. He then opened the skin using a knife blade and a standard electrocautery pencil to complete the rotator cuff repair through a mini open incision. He removed the driver from the anchor and found that the anchor and the suture appear to have melted and could not be used to complete the repair. Any filaments of suture were removed and discarded. Melted anchor could not be removed and was left in the humerus. Surgeon attempted unsuccessfully, to use a quick t to complete the repair. Quick t was removed and discarded. Surgery was completed successfully using a twin fix ab 5.0 anchor.